Manufacturer narrative:
The patient was taking eliquis (apixaban) which is a known direct thrombin inhibitor. According to product labeling this could potentially influence results of inr testing.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of questionable inr results for one patient from coaguchek xs meter serial number (B)(4). The result from the meter was 4.2 inr with a fingerstick. The result in the laboratory was 2.3 inr with the dade innovin method. The patient's coumadin dose was changed based on the result from the meter. There was no allegation of an adverse event. No medical treatment was required. The patient's condition was "good". The patient was not anemic, no heparin, and no antiphospholipid antibodies. The patient was taking a direct thrombin inhibitor. The patient has had no changes in diet, no illness, no new medications, and no signs of bleeding or bruising. The patient's coumadin dose had been increased. The customer saw the qc check. The patient's therapeutic range was 2.0 - 3.0 inr. Relevant retention test strips (lot 235609) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The customer's returned meter and strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 inr: 2.2 inr; donor #2 inr: 3.2 inr. Donor #1 hct: 47%; donor #2 hct: 54%. Testing results: donor #1: retention meter and masterlot strips: 2.2 inr; donor #1: customer meter and customer strips: 2.1 inr. Donor #2: retention meter and masterlot strips: 3.2 inr; donor #2: customer meter and customer strips: 3.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specifications. The investigation was unable to find a definitive root cause.